Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with palpitations, dizziness, and an irregular heart beat. A ventricular high rate episode was recorded by the device and analyzed; analysis was inconclusive, but it appeared to be non-physiologic noise. The device remains in use. No further patient complications have been reported as a result of this event.